Event description:
During routine use in the ICU, the m500 docking station for the m540 patient monitor emitted a burning smell followed by visible smoke. The unit subsequently failed to charge. As a precaution, the bedspace was evacuated. No patient was harmed during the incident.

Manufacturer narrative:
Draeger service evaluated the affected device and found the infinity m500 had a damaged main board, the daughter board had carbonization on it, the front casing was burnt, and the charge plate was damaged. The m500 trans dock, daughter board, and main board were all replaced. The device passed all testing following the repair and was ready to return to clinical use. No further issues were reported.

Manufacturer narrative:
Draeger has started an investigation into this complaint, a follow up report will be provided upon completion.

Event description:
During routine use in the ICU, the m500 docking station for the m540 patient monitor emitted a burning smell followed by visible smoke. The unit subsequently failed to charge. As a precaution, the bedspace was evacuated. No patient was harmed during the incident.